Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced low blood glucose levels on (B)(6) 2025. The patient went to emergency department as he experienced loss of consciousness due to hypoglycemic events. The blood glucose levels were low upto 40mg/dl and was treated by glucagon by his daughters initially and by long lasting insulin with the pen as he was disconnected from the pump in the hospital. The patient was in the hospital for less than 24 hours. No further information available.